Manufacturer narrative:
Event date estimated as the first of the month as the exact date is unknown.

Event description:
It was reported that potential fabric damage occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The device was later noted to have a leak through the fabric and fabric damage is suspected. The first follow up computed tomography (CT) scan was performed in (B)(6) 2021. It showed significant flow into the laa, although there was no noticeable gap around the closure device. A transesophageal echocardiogram (tee) was performed in december which showed flow into the laa appearing if it is through the device fabric. A no additional information is known.